Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer states that if she were to let go of link assist plus after pulling back, then it would spring forward, and could release the infusion set unintentionally. No adverse event alleged. A request was made for the return of the device.